Event description:
It was reported that (1) device was used during a sub cholecystectomy. It was reported by the affiliate that the (2) trt75 devices did not fire out. The surgeon used hand sew anastomosis to complete the case.